Event description:
This spontaneous report was received on (B)(6)-2010 from a (B)(6) female consumer reporting on self from the united states. On an unspecified date, the consumer started using the o.b procomfort regular, vaginally for menstruation (lot number 1540m8729, expiration date and frequency unspecified). After an unspecified duration, she noticed that strings of the two tampons got detached when she pulled them to remove. This report had no adverse event and the action taken with the device was unknown. The sample received on (B)(4), 2011 contained a package for 40 regular ob pro-comfort non-applicator tampons (lot number 1540m8729) containing 9 regular pro-comfort sealed tampons. Visual inspection of the returned sample confirms that the string on some samples was cut at the dome. The device history record revealed no issues or nonconformance with the product or process.a review of the data associated with this complaint category revealed no adverse trends and no trend involving this lot number. Complaint trends will continue to be monitored. Confirmed complaint. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
The sponsor has self-identified changes required to its standard operating procedures for MDR reporting and these events are being reported in accordance with the new sop.this closes out this report unless other additional significant information is received.